Manufacturer narrative:
Follow-up #1: date of submission 05/11/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/20/2017 with the following findings: during investigation, there was one pump reboot associated with the battery change. The battery compartment was found to be cracked. The returned battery cap was undamaged and able to fit. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The ¿power¿ complaint was unable to be duplicated. The pump¿s cover was removed and there was no intermittent condition found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.